Manufacturer narrative:
According to the description of the event, a flexible drill shaft was deformed during regular use. Neither the product in question, nor photos of it were provided by the customer for further investigation. It is known that the incident happened intraoperatively. However, there was no health impact on patients, users, or others. An alternative product was used instead with which the surgery could be finished successfully. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the malfunction can be regarded to as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a deformation of the drill shaft is the condition of the bone. Since there is also no information available, no statement is possible. The event was assigned to the error pattern "deformation of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "during surgery the flexible shaft bent and deformed." Note: it is known that the event occurred intraoperatively. However, according to the available information, it had no adverse impact on the patient's health and did not lead to an extension of the surgery time. An alternative product was used to successfully complete the procedure.

Manufacturer narrative:
According to the description of the event, a flexible drill shaft was deformed during regular use. The affected drill shaft was provided for an optical examination. The spiral part is slightly bent. It is known that the incident happened intraoperatively. However, there was no health impact on patients, users, or others. An alternative product was used instead with which the surgery could be finished successfully. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the malfunction can be regarded to as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a deformation of the drill shaft is the condition of the bone. Since there is also no information available, no statement is possible. The event was assigned to the error pattern "deformation of the instrument" in the associated risk management.

Event description:
The following event was reported to implant cast gmbh: "during surgery the flexible shaft bent and deformed." Note: it is known that the event occurred intraoperatively. However, according to the available information, it had no adverse impact on the patient's health and did not lead to an extension of the surgery time. An alternative product was used to successfully complete the procedure. Follow-up: implant cast gmbh was provided with the affected product on 06/18/2025.